Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The service engineer (se) inspected the device. The se verified the reported issue. The se replaced the speakers and central processing unit (cpu) printed circuit board (pcb) to resolve the reported issue. The speaker assembly was returned to failure investigation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator generated a check vent primary alarm failed error message. It is unknown if the ventilator was in use on a patient at the time of the reported event.